Event description:
It was reported via repair work order that the side rail wont latch due to a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Concusion - customer to preform repairs.